Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es result (0.127 ng/ml) from a single patient sample processed on the vitros eciq immunodiagnostic system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The higher than expected result was not reported out of the laboratory, as a vitros trop I es result of < 0.012 ng/ml was obtained upon repeat analysis. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that a non-reproducible higher than expected vitros trop I es result was obtained from a single patient sample processed on the vitros eciq immunodiagnostic system. There was no evidence to suggest an instrument or reagent malfunction had occurred. It is unknown if the sample in question was processed in accordance with the tube manufacturer's recommendations. It is possible that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause could not be determined. However, pre-analytical sample processing cannot be ruled out as a contributing factor. The root cause of this event is unknown.